Event description:
It was reported that the patient¿s right saline breast prosthesis deflated post implantation. As a result, the patient underwent bilateral explantation and replacement with mentor gel breast prosthesis. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".